Event description:
The iab was inserted into the pt on 7/16/97 at 9:30 a.m. And removed on 7/17/97 at 2:45 p.m. The iab did not malfunction. As a result of the event, the pt had a bleeding complication which was not severe but removal was required. (Event complications: bleeding, not severe, removal required-reported 7/21/97). (Pt's current status: unk-rpt'd 7/21/97).